Manufacturer narrative:
B2 revised selection as it was entered incorrectly on the initial report that was submitted. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the pump passed all the post sterile inspection checks. Regarding the stroke, in order to make a cause determination, all of the clinical details would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. H6 type of investigation, investigation findings, conclusion codes and component code were updated accordingly based on the completed investigation.

Manufacturer narrative:
A.5 is unknown. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella 5.5 with smart assist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support while awaiting a heart transplant. It was reported that on the ninth day of support, there was a purge disc failure on the automated impella controller (aic) during a purge cassette exchange. As a result of the issue, the aic was replaced with a back up unit and support continued. There was no harm reported due to the aic malfunction. Additionally, on the 34th day of impella support, it was reported that the patient experienced an ischemic stroke which then converted to a hemorrhagic stroke. The patient was noted to have mild left sided weakness. Computed tomography was performed, and the stroke was noted to be stable. The physician stated that they did not believe the stroke to be impella related, however, it could not be definitively ruled out as a contributing factor. It was noted that the patient was not under anticoagulated at the time of the ischemic stroke event. The following day, the impella 5.5 was replaced with a new impella 5.5. There have been no issues reported with the new pump, and the patient remains on impella 5.5 support awaiting heart transplant. This complaint involves an automated impella controller and an impella 5.5. This report specifically addresses the impella 5.5. A separate report will be submitted for the automated impella controller. Refer to section h.10 for the related report number.